Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported a reading of 64 mg/dl obtained on the sensor scan compared to a reading 198 mg/dl obtained on the competitor meter. Customer experienced headache and dizziness and was unable to self-treat. Customer went to pharmacy, and a reading of 250 mg/dl was obtained on the pharmacy meter compared to sensor reading of 78 mg/dl. Customer was treated with unspecified dose of insulin injection by a third party. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported a reading of 64 mg/dl obtained on the sensor scan compared to a reading 198 mg/dl obtained on the competitor meter. Customer experienced headache and dizziness and was unable to self-treat. Customer went to pharmacy, and a reading of 250 mg/dl was obtained on the pharmacy meter compared to sensor reading of 78 mg/dl. Customer was treated with unspecified dose of insulin injection by a third party. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.